Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. A blown fuse was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 monitor would not function. No patient injury was reported.